Event description:
The customer called to report a cidex plus spill and asked how to clean it up. She alleged that there were no issues with employees as the result of the spill. The asp technical service representative provided the customer with the information requested.